Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator was unable to be interrogated. Using a different programmer did not resolve the issue. The device was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported interrogation issue and premature battery depletion. The root cause of these anomalies could not be determined. After replacing the battery and resetting the device, normal characteristics were observed.

Event description:
It was reported that the pulse generator exhibited premature battery depletion.